Event description:
The iab was inserted into the pt on 4/24/97 at 2:00 pm. Poor augmentation was noted and the iab was removed on 4/24/97 at 3:30 pm. A second iab was inserted. On 5/7/97, datascope was notified that the iab was discarded and would not be returned for evaluation. Event complications: none from the event - reported 4/28/97, 5/7/97, 5/14/97. Pt's current status: alive-reported 5/14/97.